Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. Investigation summary : the analysis results found that the tt012 device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. Upon visual inspection, it appears to have a yellow stain on the tyvek, however, no damage was noted. No conclusion could be reached on what caused the tyvek to become stained. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that prior the endoscopic lobectomy procedure, the tt012 had damaged packaging that compromised the device sterility ("the device sterility is damaged"). There were no patient consequence.